Event description:
It was reported that the valves of the trocars broke during their first use the handle presented excessive resistance when opening/closing and when rotating the knob, they were in the process of performing surgery on a newborn patient when the products mention failed. As reported patient is in the usual condition expected after surgery of this type (there is no worsened condition due to the equipment failure). During the procedure, the valves of the trocars broke during their first use, approximately halfway through the surgery. As a consequence, the surgical team repeatedly lost pneumothorax, which caused respiratory complications and jeopardised the continuation of the procedure. According to the hospital, the instruments inserted were compatible and were handled with care. It was reported that the monopolar cable supplied in the same order did not function. The medical team confirmed that the issue was caused by the cable itself, as when replaced with another storz cable available at the hospital, the system worked correctly. Issues were identified in the handle, which was being used for the second time. The clinicians reported that the handle presented excessive resistance when opening/closing and when rotating the knob, compared with what is normally expected for this type of instrument.procedure completed with 1.5 hours delay without any harm or injury to patient reported. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).